Event description:
Complainant alleged that while attempting to treat a patient while in flight. The device inappropriately powered off for 8-10 seconds. The device then powered itself on and resumed monitoring. Complainant indicated that ther was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.